Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, load cell verification, and a valve actuation test. There were no visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. Upon review of the patient¿s treatment records, the iipv event was confirmed. The review identified that the patient drained 4,033ml during drain 1 of the treatment. This drain volume is 201% the patient's fill volume of 2002ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn is unsure if the patient was able to complete treatment since they have not received a transmission of treatment records. The patient's comorbidities includes hypertension. Patient is on continuous cycling peritoneal dialysis (ccpd) with a prescribed fill volume of 2000ml, a daytime exchange of 2000ml, and last fill of 1500ml. The patient uses pd solution strengths of 1.5% and 2.5%. The patient has been on pd therapy since (B)(6) 2018. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.